Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws turned glowing red and began overheating and smoking in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. A replacement hemopro device was used to complete the procedure with the same cable. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon condition of jaw boots, the complaint for tip began smoking is confirmed. The reported smoke is most likely due to hemopro jaw boots burning from device wouldn't shut-off, as reported. Resistance measurements, functional pre-cautery tests were conducted and the results from testing showed that no electrical non-conformities were found. The micro switch functioned properly when tested and the device met electrical product specs during testing. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).